Manufacturer narrative:
Device received with unresponsive back arrow button, problem isolated to keypad assembly. Unable to perform self test, rewind and displacement test due to keypad anomaly. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had the issue with the keypad. Customer stated that keypad was hard and it was not responsive all the time. Customer stated that the scroll bar was not moving with no input. Customer stated that the button was responsive during an easy bolus attempt. Customer stated that button pressed may be delayed if the up arrow was pressed too rapidly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.